Event description:
It was reported during implant attempt, at the time of lead re-positioning, because the helix had been blocked, the use of this lead was canceled. There were no patient complications reported as a result of this event

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.